Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device system was surgically explanted due to exhibiting high pacing thresholds 5.5@2.0ms, high intrinsic amplitude 6.8mv, and high out of range shock impedance (127 ohms) with a suspected twiddlers syndrome. Besides surgical intervention, no adverse patient effects were reported. No new system implanted at this time. This explanted device is not expected to be returned for product analysis.